Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had absence of no delivery alarm. The customer's blood glucose was 240 mg/dl at the time of the incident and customer declined troubleshoot for high blood glucose. The customer was offered to run high pressure test for absence of no delivery alarm and customer will call back. The insulin pump will not be returned for analysis.